Event description:
The customer reported a high drain 106 alarm, on a homechoice (hc) device. The high drain alarm indicated that the patient had drained greater than 200% of their maximum prescribed cycle fill volume. This met the increased intra-peritoneal volume (iipv) criteria. The home patient (hp) stated that they had drained twice the fill amount in the last drain, as the ultrafiltration (uf) alarm was programmed low for. The hp did not have any symptoms, however, the technical support representative (tsr) advised the hp to call the registered nurse (rn) in order to review the programing. The hp did not want a swap at this time. No patient injury nor medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Therefore the condition could not be confirmed, nor could the cause be determined. Review of the service history revealed no conditions that were the same as, or similar to, the current difficulty. Also there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused nor contributed to the reported difficulty of an iipv.